Event description:
It was reported to philips that the bezel was damaged.

Event description:
It was reported to philips that the bezel was damaged. An authorized field service engineer (fse) was dispatched to the customer site and it was determined that the rubber on the bezel just needed to be realigned as it was sticking out. Upon conclusion of the evaluation, it was determined that this was a malfunction of the rubber on the bezel which had pulled out. The fse realigned the rubber on the bezel to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.